Event description:
Patient underwent a generator replacement due to the device migration. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. The physician also reported that the cause of the generator migration was due to body habitus an the replacement surgery was for patient comfort only.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient experienced generator migration which caused discomfort and was referred to surgery to have a generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.